Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a video-assisted thoracic surgery (vats) lobectomy, the surgeon was able to press the green button, but unable to squeeze the handle of the two staplers, and the devices did not fire during a laparoscopic procedure. The blade was blocked in the cartridge. This happened before entering the devices into the patient. Another stapler and reload were opened and used to complete the case. There was no patient injury.